Event description:
Delay of therapy during pump alarm condition reported. A nurse admitted a post-operative carotid endarterectomy pt to the unit with a high blood pressure of 200mmhg systolic. The pt had a high diastolic pressure as well, but specific value was not reported. A nipride drip was ordered. When attempting to set up the drip, the nurse received cassette alarms and was unable to get the nipride to infuse. The pt's blood pressure remained high for approximately 10-15 minutes during troubleshooting until the nurse called for anesthesia presonnel, who then administered an unspecified dose of labetalol to reduce the blood pressure. No problems at the surgical site or other adverse sequelae reported.